Event description:
Customer reports back to back testing on the same meter, while using the aviva system with results of: 430 mg/dl to 34 mg/dl; 456 mg/dl to 34 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.